Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to lead fracture. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath and a spectranetics visisheath dilator sheath, it was noted that after 15-20 minutes of use, broken and exposed fibers were observed near the glidelight bifurcate handle. Use of the glidelight was discontinued, and another laser sheath was used to successfully remove both leads. The procedure was completed with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient''s date of birth, age unk a3): patient''s gender unk a4): patient''s weight unk a5a./5b.): patient''s ethnicity/race unk b7): other relevant history unk d4): device lot number, expiration date unk, serial number unk. Partial UDI populated. H3/h6): the device was not returned, thus no investigation could be completed, and the cause of the reported failure could not be confirmed. H4): device manufacture date unk because lot number unk submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D9): the device was returned to the manufacturer on 22may2024. G3): the device evaluation and investigation were completed 23may2024. H3): the glidelight was returned intact with the glidelight teflon outer sheath, positioned over the working length. Visual inspection found the glidelight tail tube had been cut from the device and was not returned. The outer sheath and working length held a corkscrew shape set, potentially caused by handling during device return. A kink was observed in the glidelight and outer sheath, located 38 cm from the glidelight distal tip, with no sharp edges noted. Glidelight: the working length was detached from the bifurcate handle. The bifurcate handle halves were almost completely separated, connected only at the proximal end, near the tail tube insertion site. At least half of the fibers were broken at the proximal end of the working length, with the working length and bifurcate held together only by a few remaining intact fibers. Outer sheath: no further damage detected. H6): based on device evaluation and investigation, the cause of the damage was determined to be use related due to force exerted on the device. Type of investigation code 10 replaced (from 4114). Investigation findings code 3243 replaced (from 3221). Investigation conclusions code 61 replaced (from 67). All other codes remain applicable as listed in the initial MDR. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
D4): correction: removing primary di number from UDI# field. The lot number was not provided, thus an entire UDI# is unavailable. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person."